Event description:
It was reported to tycohealthcare in 08/2004 that a customer had a problem with a scd sleeve. The customer reports, "the scd sleeve was opened to check the skin condition everyday. There was no internal bleeding for 10 days, but internal bleeding was found on right calf of pt on the 11th day. The pt expired, but the physician did not feel that the internal bleeding was the cause of death."